Manufacturer narrative:
The medtronic representative replaced the umbilical and the issue was resolved. On 07/19/2016 a medtronic representative performed an imaging system check-out, all areas passed. The medtronic representative found that blue network cable was intermittently connecting. Replaced mvs interconnect cable and system performed as expected. The medtronic representative replaced the umbilical and the issue was resolved. Return requested. Replacement mvs interface cable shipped to site. Suspect mvs interface cable returned to manufacturer for analysis and is under analysis.

Event description:
A medtronic representative received a report from a site that their imaging system experienced a frame rate error message, and poor image quality occurred. The surgeon opted to discontinue the use of the imaging system, a c-arm was brought in to continue the procedure to completion. Delay in therapy was 15 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect mvs interface (umbilical) cable failed bench testing. Gbit test failed, due to a short found between lines 7 and 8. Continuity test passed and 100t test passed. Passed visual inspection. The reported event was confirmed to be caused by an electrical failure.

Manufacturer narrative:
(B)(6).